Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the ampulla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2024. During the procedure, the cutting wire disconnected, and it was broken and detached. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same model device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of cutting wire broken.